Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal lioresal 2000mcg/ml. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. An alarm was heard and confirmed by telemetry. End of service (eos) was likely missed since the eos date showed (B)(6) 2016, and they were just replacing the pump on (B)(6) 2016. It was unknown if the patient had symptoms because of eos or possible missed eos. The eos message was encountered upon interrogation. The health care provider (hcp) was notified of the issue the morning of surgery and was advised to monitor the patient's eos at the time of refills to prevent this situation from happening again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.